Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced edema at the incision site. The recipient was hospitalized. The recipient was discharged after treatment.

Manufacturer narrative:
The recipient reportedly underwent surgery on (B)(6) 2017. The recipient was treated with medication (B)(6) to (B)(6) 2017. The recipient's swelling has reportedly reduced.

Manufacturer narrative:
The recipient reportedly did not undergo surgery on (B)(6) 2017. The recipient's swelling has resolved.

Manufacturer narrative:
The recipient reportedly continues device non-use.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has successfully resumed device use. The recipient remains implanted. This is the final report.